Manufacturer narrative:
(B)(4). The complaint rt380 circuit is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua2 breathing circuit did not pass the ventilator leak test before patient use. There was no patient involvement.

Event description:
A hospital in the UK reported that an rt380 adult dual heated evaqua2 breathing circuit did not pass the ventilator leak test before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult evaqua2 breathing circuit was returned to fph in new zealand for investigation, where it was visually inspected and pressure tested. Results: visual inspection revealed no damage to the returned breathing circuit and dryline. The pressure test revealed that the subject breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the leak as reported by the customer as no fault was found with the returned device. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms.'